Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose ranged between 56-70 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.